Manufacturer narrative:
Information was provided that indicated the use of a qualified cartridge, handpiece, and viscoelastic. The explanted lens was not returned for an evaluation. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that in the surgeon's opinion, a quality issue with the iol did not cause or contribute to the event. The cause of the explant was due to the patient was unhappy with her quality of vision. The patient had reported that her vision was not crisp or sharp, and she had halos. Information was provided that the multifocal 19.5 diopter lens was removed and replaced with a non-company monofocal 20.0 diopter lens. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported following the intraocular lens implantation the patient was unhappy due to blurred vision and the lens was explanted in a secondary procedure. The lens was replaced with a monofocal lens. Additional information has been requested and received stating the patient reported that the vision was not crisp or sharp, and had halos. There was no harm to the patient and the symptoms have resolved. The prognosis was excellent. There are two medical device reports associated with this patient. This report is for the right eye.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported following the intraocular lens implantation the patient was unhappy due to blurred vision and the lens was explanted in a secondary procedure. The lens was replaced with a monofocal lens. Additional information has been requested.